Manufacturer narrative:
The manufacturer previously sent a correction for incorrect coding for "type of investigation" on MDR (B)(4). The coding on MDR (B)(4) was correct, no correction was needed. This report contains the correct coding for "type of investigation" as 4112 and is reflected in this report.

Manufacturer narrative:
The previous report contained incorrect coding for "type of investigation". This report contains the correct type of investigation coding of 10; testing of actual/suspected device.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device would not power on. The device's system board was replaced to address the issue.